Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam inside the blower kit. Additionally, the service technician also noted dust fail contamination. The error codes noted are not considered reportable under medical device reporting requirements and there was no evidence to identify that these error codes contributed or caused the reported event. The device was scrapped by the service center after the evaluation was completed.